Event description:
The device was used during a gynecological procedure. Reportedly a component disengaged into the patient's cavity and could not be retrieved. The surgeon reported no injury to the patient.